Event description:
In 2002, patient received a hohn central venous catheter. Five days later, a nurse note indicates that fluid was leaking from the red lumen of the hohn catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.